Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes experienced incorrect label information. The following information was provided by the initial reporter: divergence of manufacturing date between invoice and product. Lot 0183744 - date described in the invoice: 01/07/2020. Date described on the product: 08/01/20. Lot 0097208 - date described in the invoice: 06/04/2020. Date described on the product: 06/05/2020.

Manufacturer narrative:
H6: investigation summary: customer returned two images of two separate shelf cartons for 1ml, 31 gauge, 6mm syringes from lot 0183744 and lot 0097208. The shipping information states that the fabrication dates are 2020-07-01 and 2020-04-06 respectively. However, per manufacturing site holdrege¿s records, lot. No. 0183744 was manufactured august 2020 and lot. No. 0097208 was manufactured may 2020. Both manufacturing dates correspond with the dates on the cartons. A review of the device history record was completed for batch# 0097208. All inspections were performed per the applicable operations qc specifications. Date(s) of packaging: 21may2020 to 23may2020. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was unable to confirm the customer¿s indicated failure of a discrepancy between the manufacturing date printed on the shelf carton and the actual manufacturing date.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0183744, medical device expiration date: 2025-07-31, device manufacture date: 2020-07-01. Medical device lot #: 0097208, medical device expiration date: 2025-04-30, device manufacture date: 2020-04-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes experienced incorrect label information. The following information was provided by the initial reporter: divergence of manufacturing date between invoice and product. Lot 0183744 - date described in the invoice: 01/07/2020, date described on the product: 08/01/20. Lot 0097208 - date described in the invoice: 06/04/2020, date described on the product: 06/05/2020.